Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now alarm without low battery alert. The customer's blood glucose was 146 mg/dl at the time of call. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarms noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with cracked case on the back at the battery tube area and cracked battery tube threads. The device was received with minor scratched display window and case.